Manufacturer narrative:
Results: the sample was not available for analysis. A review of the device history records and material review report database revealed no irregularities during the manufacture of reported lot number 0035414. Conclusion: since the sample was not available for evaluation, we were unable to determine the root cause for the problem encountered. (B)(4).

Event description:
The rn finished starting the IV/hl on the pt and activated the safety mechanism. The needle only partially retracted, which the nurse did not observe. When the nurse went to dispose the needle, she was stuck in the right index finger by the non-retracted needle. Blood borne pathogen testing was performed on the nurse and pt. No hospitalizations were required for the nurse.